Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis did not confirmed customer complaint. No anomalies/problems observed or found. Programmer works normally without any problems. The stylus is not working. The cursor on the screen doesn't react. No interrogation possible. Software was updated to the latest version. Stylus was replaced. Touch screen calibrated. Device was cleaned, and passed all electrical safety testing. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to update the programmer's software. The status of the programmer was not known. There was no patient involvement. It was further reported that the programmer tested out of specification upon manufacturer analysis.